Manufacturer narrative:
Complaint confirmed. One unpackaged ar-300b, sn (B)(6) burr attachment was received for investigation. It was identified that remnants of a cutter, measuring approximately 4.69mm, was lodged inside the burr attachment. Attempts to remove the fragment from the inner diameter of the ar-300b were unsuccessful, as the fragment was lodged within the connection point. The remainder of the cutter was not returned for analysis. As such, observed condition is most likely the result of user applied mechanical damage, such as through prying/leveraging the cutter within the burr attachment.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a broken cutter is stuck in the milling attachment. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update, 23-feb-2021: received further information that the problem was noticed during mis foot surgery. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 25-feb-2021: received further information that the device broke during surgery at the patient. The broken off piece has been retrieved from the patient and has been discarded at the facility. There was no harm for patient, operator or third party reported. No further information received.